Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was not working. Thus, the harvested graft was unusable and an additional graft was required from the patient. No additional adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device was not working. The customer returned an air dermatome device, serial number 102163, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on (B)(6), 2017 revealed that the calibration was out of specification and the motor did not run at all. It was also noted that the head was damaged. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the initial inspection the service technician found that the motor did not run at all. However, it is also found that the calibration was out of specification and head was damaged. The root cause of the reported event was due to motor did not run at all. The issue was resolved with the replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, calibration shaft, and swivel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.